Event description:
The customer's mother stated that after the customer accidently went swimming while wearing the insulin pump, the display went blank. The reported blood glucose reading was 171 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.